Event description:
Caller reported blood glucose results of 74 mg/dl and 119 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Customer reportedly received results of 525 mg/dl and 207 mg/dl within 10 minutes on the advantage system. Customer reported feeling weak and nervous with these results; he self treated with humulin. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.